Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's daughter called to report the passing of her mother. Caller stated that the cause of death was natural causes. Caller stated that the customer had infection an infection and was taken to the hospital. Nothing further was reported.